Manufacturer narrative:
A DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tri -funnel replacement gastrostomy tube 20fr. Was returned for evaluation. Visual and dimensional evaluations were performed. The silicone tube was measured to be within the acceptable specs. The investigation is inconclusive for feeding tube dislodgement, because certain clinical conditions not reproducible in the lab may reasonably have contributed to this event. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. For example, insufficient inflation/frequency of balloon water replacement and use of air to inflate the balloon instead of water may cause dislodgement of the balloon. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.